Manufacturer narrative:
(B)(4). The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. The manufacturer will continue to monitor and trend related events.

Event description:
The capio suture broke in the middle of the suture while being tied. This occurred with two sutures during the same operation. The patient's condition was reported as fine.